Event description:
Scrub tech opened pack and a medium to long black hair was found on the pack of lap sponges. Manufacturer response for general surgery tray, cardinal health (per site reporter). Vendor was to pick up last month.